Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and could not confirm the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'vt compensation off' and pressure increased during a case in volume control ventilation mode. The unit had to be switched to pressure control ventilation and then back to volume control ventilation in order to resume the case. There was no report of patient injury.